Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "grade 3 capsular contracture." The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: grade 3 capsular contracture.

Event description:
Healthcare professional reported right side "grade 3 capsular contracture." The device has been explanted and replaced.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12/07/2023.

Event description:
Healthcare professional reported right side "grade 3 capsular contracture." The device has been explanted.